Event description:
It was reported that the patient presented to the hospital after receiving therapy. Device interrogation revealed hardware reset mode with no defib capability. The device could not be restored. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the reset condition in the laboratory. The device image revealed that the device had a por due to arcing during delivery of a high voltage shock. A polish mark was observed n ear the edge of the can. Bench and auto- mated testing revealed intact and operational hv and lv function. The device passed all tests.